Event description:
The customer reported that they used a bipolar probe device which worked initially. After a few seconds the device stopped working. The customer noticed that the probe had a small dent/chip/cut in the blue sheath at the distal end near the tip, and that it started sparking a few cm proximal to the ceramic, "barber pole" tip. The customer reported no harm to the patient.

Manufacturer narrative:
The actual device involved in the event was discarded, however, the customer did return the remainder of the lot which is being analyzed by the OEM supplier. Review of complaint trends reveals no similar complaints from this product lot number.